Manufacturer narrative:
(B)(4) it was reported that there was a steam pop during a pvc case and flouro confirmed pericardial effusion. Pericardiocentesis was performed and approximately 150 cc of fluid was removed. The patient was stabilized and under observation. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. The catheter was also for deflection test was performed and the catheter passed. Finally, the catheter was tested for eeprom, 4khz and calibration functionality. The catheter failed during calibration functionality test. According to the calibration results and the 4 khz readings, the improper condition was attributed to a potential pc board failure. However, this failure is not related with the pericardial effusion the device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter failed the calibration test, but the root cause of the pericardial effusion remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade. In addition, a corrective action has been opened to address and resolve the potential pcb issues.

Event description:
It was reported that there was a steam pop during a premature ventricular contraction (pvc) case and flouro confirmed pericardial effusion. Pericardiocentesis was performed and approximately 150 cc of fluid was removed. The patient was stabilized and under observation. Multiple attempts were done to request for further details of the event. However, no additional information has been provided.

Manufacturer narrative:
The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The bwi equipment involved were: carto 3 system (serial#(B)(4)), stockert generator (serial# (B)(4)), and catheter 10135936 (B)(4).